Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not boot fully and displayed an error and the hard drive was therefore replaced. Analysis further noted that the universal serial bus (usb) drive was not detected while trying to pull up "get logs" so the media processing unit was replaced, as well as that there were broken tabs on the power cord door, the system fan was intermittently noisy and the case handle was broken. All found defective parts were replaced and handle covers were added. Concomitant: product ID 229047 software analyzer. (B)(4)

Event description:
It was reported that the programmer did not boot completely, the screen showed black with an error. Pressing any key showed the error continuously. The programmer was returned for service. There was no patient involvement.